Event description:
It was futher reported that this is the same case as user facility medwatch report # (B)(4).

Manufacturer narrative:
Device evaluation: examination of the returned device revealed that the paper safety sleeve was removed from around the handle of both the introducer catheter devices. The trigger (thumb switch) had been unlocked and moved down the deployment tracks indicating that an attempt to fire / release the filter had been made. The length of the carrier sheaths were measured and met specifications. The filter was returned inside a snare. The snare was removed and it was noted that five legs of the filter were entrapped around a large blood clot. The filter was cleaned with ipa and two legs of the filter became untangled from the blood clot, but three legs remained entrapped around the blood clot. Inspection of the legs revealed that 4 of the 6 legs did not met specifications. This is not unexpected due to the legs being entrapped around a blood clot and the filter being snared, as these incidents may cause misalignment of the filter legs. No issues were observed with the filter hooks. The length of filter was measured and met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a filter implantation procedure, the legs of the filter did not open and the filter migrated. Utilizing a transjugular approach, a 12fr titanium greenfield vena cava filter was advanced inside the patient. The sheath was flushed prior to deployment and the legs of the filter appeared normal inside the sheath. The filter was deployed, but the legs failed to open. The physician left the sheath in place and another 12fr titanium greenfield vena cava filter was placed in an infrarenal position. The original filter began to migrate toward the superior vena cava and into the right atrium where the legs of the filter then opened. The long sheath was exchanged for an 11fr short sheath and a snare was advanced. With two attempts the legs of the filter were constrained. Applying gentle pressure, the legs of the filter were rotated toward the sheath. Once inside the sheath, the filter, snare and sheath were removed from the patient. There were no additional patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).